Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to dislocation approximately 5 years and 9 months post lens implant. A vitrectomy was performed by another doctor other than implant doctor. The lens was replaced with a different model and diopter lens. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l with three haptics bent. The cause of the damage could not be determined. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.